Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section d9: only replaced external portion of driveline was returned. Manufacturer's investigation conclusion: incidental finding: superficial damage to the silicone jacket was observed upon investigation. The evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported low speed operations captured in the submitted log file. Evaluation of the submitted log file confirmed low speed and elevated power events. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for these events could not conclusively be determined as the entire driveline was not returned. The submitted log file contained data spanning from (B)(6) 2021 05:15:50 through (B)(6) 2021 11:04:30, per the timestamp. The log file captured 22 low speed operations on (B)(6) 2021 while the patient was supported by the power module. Pump speed dropped to as low as 3590 rpms. These events were accompanied by power elevations as high as 11.4 watts. No other atypical events were captured. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2021 on (B)(4). Approximately 18¿ of the external portion/distal end of the driveline was returned. Rescue tape was applied from 2-15" from metal connector. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The controller connector pins showed no evidence of damage. Rescue tape was observed approximately 2¿ through 15¿ from the metal connector, and tears in the jacket were observed underneath, including a full tear 7¿ from the connector. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed throughout. Areas of more severe breakdown were observed approximately 2¿ through 7¿ and 11¿ through 14¿ from the metal connector. Microscopic and visual inspection of the wires revealed no evidence of damage or insulation breaches. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 18aug2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having low speed advisories while attached to the power module as an inpatient. The patient's power module cable was switched to an ungrounded cable because the site was under the assumption that these low speed advisories are consistent with a short to shield. There was no obvious trauma to the external driveline and the site was not able to reproduce the alarms with external manipulation. The site also reported there is a kink right where the driveline exits the pump internally. Technical services reviewed the log file ans noted low speed operations and this type of behavior has been linked to potential issues with the percutaneous lead. The x-ray showed an internal sharp bend. Technical services arrived onsite for driveline evaluation/repair. They performed the repair approximately 2.5 inches from the exit site. Post repair tethered patient on grounded patient cable without issue.